Manufacturer narrative:
A device history record (DHR) review was conducted: part mfg date: 03-nov-2010; part exp. Date: n/a ; manufacturing location: depuy synthes ¿ (B)(6); lot number: 6519354; part number: 02.123.022. DHR record review: a review of the device history record (DHR) revealed no non-conformances. The DHR shows lot# 6519354 of 3.5mm lcp periarticular prox humerus pl 4 holes/127mm/rt was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a hardware removal of proximal humerus plate due to nonunion. Patient was revised to synthes ex humerus nail. Original proximal humerus plate implanted on (B)(6) 2018. It is unknown if there is surgical delay. The procedure and patient outcome is unknown. Tis report is for one (1) 3.5mm lcp periarticular prox humerus pl 4 hole. This is report 1 of 2 for complaint (B)(4).